Event description:
The customer reported that the tubing set either leaked or the male luer cracked/broke at connection or the tubing set was unable to be disconnected during a dopamine infusion while in use on a neonate patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the set leaked, male luer cracked/broke, and unable to disconnect was not confirmed. No obvious damages or issues were observed during testing and inspection. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing set either leaked or the male luer cracked/broke at connection or the tubing set was unable to be disconnected during a dopamine infusion while in use on a neonate patient. There was no patient harm.